Event description:
It was reported to boston scientific corporation that a uromax ultra ureteral dilatation balloon was used in the right ureter during a ureteral balloon dilation performed on (B)(6), 2019. According to the complainant, during the procedure, the balloon burst as soon as the pressure was gradually increased to expand the balloon.the procedure was completed with another uromax ultra ureteral dilatation balloon device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Problem code 1074 captures the reportable event of balloon burst. Investigation result a visual examination of the returned complaint device found that the balloon was not folded which indicated that the balloon was subjected to positive pressure. It was also noted that the balloon had a longitudinal tear which started at the distal transition end of the balloon and extended proximally along the balloon. There was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a uromax ultra ureteral dilatation balloon was used in the right ureter during a ureteral balloon dilation performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon burst as soon as the pressure was gradually increased to expand the balloon. The procedure was completed with another uromax ultra ureteral dilatation balloon device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.